Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Balloon rupture is an inherent risk of using this product. Due to the nature of the device and the procedures it is being used for it is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the IFU: "exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation." The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the nurse tested the shunt prior to the procedure and no issues were identified. During an endarterectomy procedure, while the surgeon was suturing, the blue balloon separated and protruded from the artery, at which time it was recognized that the balloon had ruptured. The surgeon did not require a replacement shunt, and the procedure was completed successfully. There was no patient injury reported. The only impact noted was an approximate one-minute extension of the procedure time.